Event description:
Pt admitted to hospital for bilateral open periprosthetic breast capsulectomy, removal of free extracapsular implant material (bilateral) and re-augmentation by implantation of smooth silicone gel implants secondary to severe perioprosthetic capsular contracture of breasts nad bilateral ruptured silicone gel implants. About 5-6 years ago, the pt noted a bump on the outside of the right breast and they were starting to have pains in their breast. These implants were placed in 1977. Pt authorized hospital to dispose of breast implants.